Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) has not yet been recovered. Device evaluation of monitor sn (B)(4) is underway. Initial evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death device manufacture date: monitor: 10/17/2014; belt: 01/07/2014.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away while wearing the lifevest. The patient was reportedly in bed at the time of the event. The patient's spouse reported that the lifevest 'failed to react promptly' and that the patient had long been unconscious before the alarm sounded'. The patient's son reportedly performed CPR with the patient and was in contact with the patient when the lifevest delivered one shock. The patient's son reported that he was fine following the event and did not suffer any ill effects from being in contact with the patient when the shock was delivered. The patient's son declined any medical attention. Review of the event indicates that the patient was in sinus rhythm between 90-95bpm before the patient entered asystole. Asystole is considered a non-treatable, non-life sustaining rhythm. One shock was delivered during asystole at 14:06:52. Motion artifact from the resuscitation efforts contributed to the detection. The patient remained in asystole after the shock and the device was disconnected at 14:32:22.